Event description:
Heater alarmed; visual inspection revealed melted wire connection on heated wire cable. The humidifier was on a hamilton galileo ventilator. The wire connector that melted was noted at a position away from the exhalation port of the ventilator. The heated humidification system was in place 3 days. The connector wire is (0060-23) manufactured by allegiance healthcare corp., mcgaw park, illinois 60085.